Event description:
It was intended to use an endeavor sprint 2.50 x 24 mm rx drug eluting stent to treat a lesion in the rca vessel. The vessel is reported to have had 75% stenosis. Pre-dilatation at 16 atm with a non-medtronic balloon was completed. During advancement towards the lesion resistance was noted and the device failed to position. Difficulty was experienced during removal of the device and upon removal from the patient it was noted that a strut of the stent had lifted. Another endeavor stent was successfully used instead. No patient injury was reported. Evaluation summary: a number of struts on the 13th and 14th proximal stent segments were raised and pulled distally. The remaining segments were intact.

Manufacturer narrative:
Evaluation conclusions: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology - 75% stenosis). Evaluation results: known inherent risk of a procedure (stent deformation). Device failure related to patient condition (lesion morphology - 75% stenosis). (B)(4).